Event description:
During the surgery, they found foreign material within the package. It seems to be small pieces of the foam in the blister. They removed the foreign material and the device has been implanted.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.